Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: neu_ptm_prog, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that both their original and replacement patient programmers wouldn't work. The patient stated that their original programmer wouldn't change the intensity a while ago. It was later clarified that the issue occurred sometime in 2016. The patient stated that they were unable to increase or decrease the intensity. It was noted that the patient met with a manufacturer representative about 4-5 months prior to the date of this report and received a replacement programmer. The patient stated that the replacement device didn't work either; they were still unable to make adjustments so they wanted to get that one replaced as well. Troubleshooting was not possible as the patient didn't have the external devices with them at the time of the call. No patient symptoms were reported. Indications for use are spinal pain and post lumbar laminectomy syndrome. On (B)(6) 2017 patltr (con): additional information was received from the patient. It was reported that they made a change to the device program, which may have led or contributed to the issue. The patient stated that the issue of the programmers not working and not being able to adjust the intensity hadn't been resolved yet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.